Event description:
Customer's diabetes educator reported that customer received high blood glucose readings with the freestyle meter while unconscious during a hypoglycemic event. Paramedics were contacted and customer was admitted to the hospital. Specific treatment and readings during the event were not available. Testing was conducted on the fingers.